Manufacturer narrative:
Sample availability is unknown at this time. If a sample becomes available, a follow up will be sent.

Event description:
A customer contacted global technical services regarding assistance with the homechoice (hc) unit during use. The nurse stated that the patient line became separated from the transfer set and they were going to reconnect the home patient (hp) and use the same supplies. The tsr asked the nurse if the patient line became separated on its own or if the transfer set was damaged. The nurse stated that she thought that the hp did not connect it properly, but it does not look damaged. The nurse had already reconnected the hp and was about to restart therapy and she stated that while disconnected, the hp drained out fluid onto herself and the hp had not capped off the catheter. The tsr advised the nurse to end therapy and to not start over until the hp's peritoneal dialysis (pd) nurse or nephrologist has been informed of what happened. The nurse ended therapy and will call the nephrologist. No further information is available.